Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was difficult to detach from the delivery catheter once deployed onto the tissue. Reportedly, the catheter was pulled on and the clip separated. The procedure was completed with this resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be okay following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4): clip failed to separate from catheter.